Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that they will not send the device to zoll for evaluation due to being a billable repair.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.